Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the synchroseal instrument began to move in the opposite direction to the commands from the console. Surgeon tried to turn to the left, however the instrument turned to the right. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.